Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested due to suspected left ventricular (lv) oversensing of the atrial signal causing a reduction in bi-ventricular pacing. A boston scientific technical services consultant confirmed the lv pacing percentage has decreased since implant and is currently at 11% due to oversensing initiating the left ventricular protection period (lvpp) which is inhibiting lv pacing. The caller inquired if the sensing vector should be changed in addition to adjusting the lv sensitivity. The consultant stated bi-ventricular pacing percentage could improve with sensing vector reprogramming in addition to sensitivity adjustment. The system remains implanted and no adverse patient effects were reported.